Event description:
In 2009, patient reported, he "feels" like his blood sugar is high. Patient stated he is unsure if he took his insulin this morning. Patient reported, his symptoms are an uneasy feeling. He stated he then tested his blood glucose and it was 497 mg/dl. Patient reported, his normal range is 100 mg/dl. He stated apparently he did not get his insulin. Patient reported other than the e10 he reported earlier he did not receive any other error messages. He stated, he will deliver a bolus of 9.0 units of insulin to bring it down. According to his history, the previous bolus was delivered this morning for his breakfast. Patient stated, he might have been unhooked from his infusion site, stated this happened to him the other day as well. Patient reported he looked down and saw, he was not connected to his infusion site, and he connected back. Patient stated, he now thinks his infusion site "snagged" on his shorts, and then it pulled the infusion cannula out. Patient reported he is going to remove his infusion site. Upon removing the site, he stated it is not bent, however, he thinks it got snagged. Patient stated, he is going to change his infusion site. Patient reported today was the third day. "It was almost time to change." Patient reported he then re-programmed his bolus, this time for 10 units. He stated he is confident the infusion set is the reason for the elevated reading. Patient stated he will closely monitor his readings today. The patient did not require medical assistance from a healthcare professional or second party to address the issue. On follow up call two days later, patient reported his blood glucose levels are back to normal after changing his infusion set. He stated his levels are fine. Patient has disposed of the product; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.